Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a routine infusion set change and meal announcement, the user experienced hyperglycemia with a peak blood glucose of 412 mg/dl; inspection of the subcutaneous infusion set revealed a kinked 6 mm teflon cannula, and the caregiver removed the set and administered 6 units of subcutaneous insulin, after which a full supply change was performed and glucose trended down. Symptoms included hyperglycemia without reported ketones or acute complications. Outcomes included temporary interruption to therapy and user/caregiver intervention without hospitalization or professional medical treatment. Investigation included user interview, product-use review, and troubleshooting and education regarding infusion set function and replacement. Investigation of this case revealed a likely infusion set insertion or cannula occlusion issue consistent with a bent or kinked soft cannula leading to underdelivery. It was concluded that hyperglycemia occurred with cause not fully determined and was resolved after infusion set replacement and corrective dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.